Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after using the system successfully, the pendant made a beeping noise for over two minutes and then shut off. The site was able to restart the system and move it into storage for the evening. When they booted it up the next day, the pendant remained in the "initializing, please wait" status for over 10 minutes. They attempted to restart the unit twice with no resolve. They reseated the interconnect cable with no resolution. There was no patient present when this issue was identified.